Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported lint in an unspecified quantity of eye surgeries. It is unknown if the lint was retained in the eyes post operatively. Additional information and product sample was requested. No updates have been received at this time.

Manufacturer narrative:
A device history record review shows that the product lot specific to this event was built to specification. The drawing for this pack was reviewed and the drapes, mayo stand cover, sponge gauze, towels, gowns, cotton tip applicators, eye spears, eye pad, instrument wipe, labels, prep wrap, and back table cover were identified as pack components that could contribute to lint and fibers. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).